Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003 - the patient was implanted with a bard/davol flat mesh during a vaginal hysterectomy, left salpingo-oophorectomy, anterior repair and urethral sling suspension procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's sticker page and implant operative report only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.